Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the physician indicated that the involved angio-seal device arteriotomy locator did not feel like it fully snapped into the sheath. When both were advanced together over the wire into the patient, the arteriotomy locator backed out of the sheath and the two components separated. The second device was opened, and the same thing happened. Finally completed the closure with the second device by holding the sheath and the arteriotomy locator together manually to keep them from separating. There was no patient injury. The estimated blood loss was 250 ccs. Patient was in stable condition. The procedure outcome was successful. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record.